Manufacturer narrative:
Conclusion: the actual device returned with the cannula cap detached and missing was returned for evaluation. The device was visually and functionally evaluated. The device was functionally tested and it worked as intended. 19 straps were delivered properly during analysis. It is possible that the cannula cap detached due to excessive forces applied to the device during use. After testing, device was disassembled and no damages were found on the internal components; indication of excessive forces could have being noted on the cap that was not returned for analysis.

Event description:
It was reported that the patient underwent a laparoscopic hernia repair on (B)(6) 2015 and absorbable straps were used. During the procedure at the first firing, the cannula tip came off inside the patient. It was reported that the cannula tip was retrieved without further tissue dissection. The procedure was completed with another device. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.